Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device check. The lead exhibited out of range high pacing lead impedance, high capture threshold and loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and will be followed up normally.